Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During tandem technical support, the customer updated the time and date and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged date and time issues could not be verified.